Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ccid/deviation) will be done as part of root cause investigation.

Event description:
During the atherectomy using a bycross system, the fortress sheath kinked. The atherectomy device had to be removed along with the fortress. Customer wrote: "während artherektomie mit bycross system ist die schleuse geknickt. Artherektomie device musste mit der schleuse gemeinsam entfernt werden."